Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up with a scrapping sound coming from fan area. The fan had all four mounts broken causing the fan to rub on the housing. The suspected fan stopped spinning causing programmer to overheat and lockup. All affected components were replaced. The programmer passed all incoming tests.

Event description:
Boston scientific received information that this programmer emitted a grinding noise and then locked up a couple of times. Also, lots of pacing spikes were noted on electrocardiogram. Boston scientific technical services (ts) suggested returning the programmer. There was no patient involvement reported.